Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018 product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s family member) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration at a dose of 360 mcg/day. It was reported the patient had a new pump put in on (B)(6) 2018. The pump was replaced and started at the same dose as before when the patient had the kinked catheter [see manufacturer report number: 3004209178-2018-03036]. As a result, the patient received more medication than she was used to and went through a toxic overdose. The pump was being titrated down slowly by 10% to manage the overdose. They also found a spinal fluid leak, and the patient had another surgery. The patient was still in the hospital. No further patient complications were reported.